Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the control body fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the segment broken, the insertion flexible tube buckled, the mechanical base plate corroded, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, and the right pulley wire worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""(B)(4)"" and/or the risk analysis results, it was evaluated to submit MDR.